Event description:
A pt service rep (psr) contacted zoll customer support to report that a monitor she was going to issue to an (B)(6) male pt will not power up. The pt was issued another monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (won't power up; constant resets) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the monitor's failure to power on. The pt was issued a replacement monitor.